Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to powerport slim implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, 6f products are identified in procode and PMA/510k. Manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one powerport slim with three catheter segments, one cath-lock, and a syringe were returned for evaluation. Gross and microscopic visual were performed. The investigation is confirmed for the identified fracture issue as the syringe was observed to have a fracture on the outer plastic. Furthermore, the plunger on the syringe could still be engaged and the barrel flange was also partially fractured. However, the investigation is inconclusive for the reported deformation issue as the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 06/2021).

Event description:
It was reported that during a port placement procedure, the syringe was allegedly damaged. There was no reported patient injury.